Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: distal shaft detached requiring medical intervention to prevent permanent impairment. Device issue: distal shaft separation. It was reported that the pt had an atheroembolization from a proximal left superficial femoral artery lesion of the left leg. Numerous techniques were used to get the sheath to go up and over but, were unsuccessful. The proximal superficial femoral artery lesion was dilated with a 2 mm balloon catheter but, when the balloon was withdrawn the distal shaft of the balloon had detached from the balloon catheter. Fluoroscopy showed the distal shaft had embolized to below the knee popliteal artery. The retrograde stick and the balloon were retrieved with a snare. This procedure was difficult and prolonged; therefore, the left side was not re-accessed in order to dilate the lesion.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. It is possible as attempts were made to manipulate the device to enter the graft, the shaft kinked, which could have weakened the materials and contributed to the shaft separation. The rx voyager is not indicated for use in the superficial femoral artery (sfa) per the instructions for use; however, it is unk how the use in the sfa could have contributed to the reported difficulties. It appears the circumstances of the procedure may have contributed to the difficulties experienced.